Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
On-site investigation performed by our field service engineer found that the reported pre-use check (puc)failure was caused by a faulty expiratory pressure transducer printed circuit board (pcb) which was replaced and returned for investigation. The reported failure was confirmed in received device logs and it was reproduced during simulated use testing of the returned pcb in a reference ventilator. Performed puc failed the internal leakage test and pressure transducer test due to a high offset drift from the expiratory pressure transducer. The measured offset voltage from the expiratory pressure transducer had drifted 815 mv from factory default. The allowed limits for the voltage drift are ±300 mv. During ventilation alarms for high continuous pressure, low peep, apnea and low respiratory rate were generated. When the pressure sensor was replaced the pcb functioned normally. Microscopic inspection of the pressure sensor showed that there were unknown particles in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb have shown that when the cavity was cleaned, the pressure transducers functioned normally. In this case it was not possible to clean the cavity. The conclusion is that the presence of unknown particles in the ceramic cavity on the top of the sensor's chip has affected the function of the pressure sensor and caused the reported failure. The root cause of the presence of particles in the ceramic cavity has not been determined. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).